Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-9236-03pp serial/batch number (B)(6) was received for investigation. No functional test was performed because of the damage to the device. Visual evaluation noted that the central peg was broken off. Cuts were observed on the material of the device. Device inspection records were reviewed, and no issues were found. A user error is the most likely cause(s) for the reported and observed failure: excessive use of force in placing or fastening the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9236-03pp univers vaultlock glenoid trial, large, had an issue. The device broke during a case, and all fragments were retrieved from the patient. There was no adverse effect to the patient reported. This occurred during use in an unspecified procedure. Additional information has been requested. On 8/28/2023, the sales representative provided the following information via email: this occurred during a tsa procedure on (B)(6) 2023. The failure occurred during insertion. There was no case delay reported, and the procedure was completed successfully.